Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device stated that a red call doctor icon (rcd) was displayed on his communicator. He also noted experiencing a shock. Technical services (ts) investigated the rcd alert and noted the alert was due to a high out of range shock impedance measurements on the right ventricular (rv) lead were detected when the device attempted to deliver a shock therapy. The presenting electrogram (egm) showed patient being in an arrythmia and the ICD device delivered appropriate anti-tachycardia pacing (atp) and shock therapy. During the attempt to deliver the last two shocks, high out of range impedances were detected. The shocks were delivered. Therapy was exhausted but the ICD device was able to convert the rhythm. A boston scientific company representative explained that the patient needs to follow up with his clinic for further evaluation on the shock and rcd. The field representative reached out to the clinic to inform them about the rcd and they knew the patient had received shock therapy and is scheduled for an in clinic visit as per the health care professional (hcp). No additional adverse patient effects were reported. The ICD and rv lead remain in service. Additional information was received which indicated the physician determined the rhythm appeared to be atrial driven with rapid ventricular response therefore the atp and shock therapy was inappropriate. No additional adverse patient effects were reported. The ICD and rv lead remain in service. Additional information was received that indicated that during device interrogation, high out of range shock impedance measurements and a code 1005 indicating an open circuit condition were revealed. Ts discussed with the hcp that due to the code 1005, the rv lead ability to deliver shock therapy successfully is in question and recommended for a lead revision procedure and a defibrillation threshold (dft) test to evaluate lead integrity. No additional adverse patient effects were reported. The ICD and rv lead still remain in service.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device stated that a red call doctor icon (rcd) was displayed on his communicator. He also noted experiencing a shock. Technical services (ts) investigated the rcd alert and noted the alert was due to a high out of range shock impedance measurements on the right ventricular (rv) lead were detected when the device attempted to deliver a shock therapy. The presenting electrogram (egm) showed patient being in an arrythmia and the ICD device delivered appropriate anti-tachycardia pacing (atp) and shock therapy. During the attempt to deliver the last two shocks, high out of range impedances were detected. The shocks were delivered. Therapy was exhausted but the ICD device was able to convert the rhythm. A boston scientific company representative explained that the patient needs to follow up with his clinic for further evaluation on the shock and rcd. The field representative reached out to the clinic to inform them about the rcd and they knew the patient had received shock therapy and is scheduled for an in clinic visit as per the health care professional (hcp). No additional adverse patient effects were reported. The ICD and rv lead remain in service. Additional information was received which indicated the physician determined the rhythm appeared to be atrial driven with rapid ventricular response therefore the atp and shock therapy was inappropriate. No additional adverse patient effects were reported. The ICD and rv lead remain in service. Additional information was received that indicated that during device interrogation, high out of range shock impedance measurements and a code 1005 indicating an open circuit condition were revealed. Ts discussed with the hcp that due to the code 1005, the rv lead ability to deliver shock therapy successfully is in question and recommended for a lead revision procedure and a defibrillation threshold (dft) test to evaluate lead integrity. No additional adverse patient effects were reported. The ICD and rv lead still remain in service. Subsequent additional information was reported that the rv lead was suspected to have fractured. A lead revision was performed, and the rv lead was surgically abandoned, and the ICD device was explanted. The ICD and rv lead were successfully replaced with new devices. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device stated that a red call doctor icon (rcd) was displayed on his communicator. He also noted experiencing a shock. Technical services (ts) investigated the rcd alert and noted the alert was due to a high out of range shock impedance measurements on the right ventricular (rv) lead were detected when the device attempted to deliver a shock therapy. The presenting electrogram (egm) showed patient being in an arrythmia and the ICD device delivered appropriate anti-tachycardia pacing (atp) and shock therapy. During the attempt to deliver the last two shocks, high out of range impedances were detected. The shocks were delivered. Therapy was exhausted but the ICD device was able to convert the rhythm. A boston scientific company representative explained that the patient needs to follow up with his clinic for further evaluation on the shock and rcd. The field representative reached out to the clinic to inform them about the rcd and they knew the patient had received shock therapy and is scheduled for an in clinic visit as per the health care professional (hcp). No additional adverse patient effects were reported. The ICD and rv lead remain in service. Additional information was received which indicated the physician determined the rhythm appeared to be atrial driven with rapid ventricular response therefore the atp and shock therapy was inappropriate. No additional adverse patient effects were reported. The ICD and rv lead remain in service.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device stated that a red call doctor icon (rcd) was displayed on his communicator. He also noted experiencing a shock. Technical services (ts) investigated the rcd alert and noted the alert was due to a high out of range shock impedance measurements on the right ventricular (rv) lead were detected when the device attempted to deliver a shock therapy. The presenting electrogram (egm) showed patient being in an arrythmia and the ICD device delivered appropriate anti-tachycardia pacing (atp) and shock therapy. During the attempt to deliver the last two shocks, high out of range impedances were detected. The shocks were delivered. Therapy was exhausted but the ICD device was able to convert the rhythm. A boston scientific company representative explained that the patient needs to follow up with his clinic for further evaluation on the shock and rcd. The field representative reached out to the clinic to inform them about the rcd and they knew the patient had received shock therapy and is scheduled for an in clinic visit as per the health care professional (hcp). No additional adverse patient effects were reported. The ICD and rv lead remain in service.